Event description:
Baxter corporate product surveillance received a user-submitted medwatch report in regards to a flogard 6301 infusion pump which was alleged to have damaged the tubing which was used with it. According to the report, the pump was hooked up to the patient and the tubing was "chewed up and caused the pump to not work properly." The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. The facility rescinded their allegation of deficiency with the product in question. A device history record review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A service history review was conducted and no issues were found related to the reported condition. Should any additional information be made available, a follow-up MDR will be submitted.